Event description:
It was reported that this patient received an inappropriate shock due to t-wave oversensing. The patient has smaller amplitude signals and the system was re-evaluated. There were noisy signals in alternate sensing vector so the physician elected to deactivate the system and replace it with a transvenous system. No additional adverse events were reported.